Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump only vibrated and no sounds to alert. The customer was assisted with troubleshooting. The customer reported hearing beeps, but could not tell the difference between volumes. The insulin pump will not be returned for analysis.